Event description:
Additional information indicates this device is no longer liable.

Manufacturer narrative:
Additional information indicates this device is no longer liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing high impedances. X-rays were taken which did not indicate any fracture or migration. Surgical intervention may take place at a later date to address the issue.